Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A surgery to implant a cfs onto the patient's l4-5 for lumbar spinal stenosis was performed on (B)(6) 2016. The reported screw was inserted into the l5, but it had to be re-inserted as it was inserted not deep enough to install the rod. After the screw was re-inserted, the surgeon tried to install the rod; however, the set screw could not be inserted despite many attempts. The surgeon inspected the reported screw and discovered that the internal part of the screw head was detached and broken. The reported screw was replaced with a larger screw, and the rod was successfully installed. The surgery was then successfully completed. There were no patient injury / consequences, but due to the event there was 15 minutes surgical delay. The surgeon inferred that the screw head might have got stuck to the bone while the screw was being re-inserted, which would have caused the internal part to get detached when screwed.

Manufacturer narrative:
(B)(4). The 5.5 ti cortical fix 6x40mm polyaxial screw (product code: 1867-31-640, lot number: arpcrb) was returned to the complaints handling unit (chu) on march 15th, 2016. Visual examination found that the polyaxial's screw had its saddle forced up into the tulip head and rotated approximately 90 degrees. The screw head¿s drive feature shows some signs of use and the inner edge of the saddle features two distinct scratch marks approximately 90 degrees from one another. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the saddle inside the tulip head rotating cannot be determined from the sample and the information provided. A potential root cause may be excessive force inadvertently placed on the saddle during use, causing it to become dislodged from its intended position. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.